Event description:
It was reported that a user disconnected from the ilet for approximately one hour to shower and change supplies, then required guidance to complete the supply change after which insulin delivery resumed; blood glucose rose to 287 mg/dl and remained above range for about an hour and a half, with no alarms, no back-up therapy, no ketone testing, and no medical intervention. Symptoms included hyperglycemia. Outcomes included transient elevation of blood glucose without lasting health impact. Investigation included troubleshooting and education provided by support. Investigation of this case revealed no device malfunction or alarm activity, and the event was consistent with hyperglycemia related to temporary interruption of insulin during disconnection, with cause documented as unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.